Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported a radial capsule tear occurred during laser assisted cataract procedure. Reporter indicated bubbles were present in the chamber (fish eggs of air), and he was unable to visualized the capsulorhexis; however it seemed to be good. Upon follow up, reporter indicated the cataract was dense and an anterior vitrectomy was performed on the patient's left eye. The intraocular lens (iol) was placed in the sulcus, therefore, as a result the patients astigmatism was unable to be corrected.

Manufacturer narrative:
During an on site visit for the reported event, the field service engineer (fse) performed testing procedures for cutting depth and confirmed the laser met specifications. A clinical application specialist (cas) reviewed a video of the procedures and noted that all tears seemed to occur during phacoemulsification (phaco). Since the phaco procedure is after laser assisted treatment, the laser cannot be completely confirmed as the cause. Contributing factors for tears to the capsule could include surgical technique, patient ocular history, or patient movement. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The laser system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).